Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (severe calcification of the left subclavian ostium, calcification of the aortic arch, and plaque of both carotid arteries) caused or contributed to this event. In addition, the patient's death is due to severe respiratory insufficiency based on severe pneumonia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted in patient.

Event description:
As reported through a european article, 'the transaxillary approach via prosthetic conduit for transcatheter aortic valve replacement with the new-generation balloon-expandable valve in patients with severe peripheral artery disease', a single-center study was performed from january 2020 and december 2020, 251 patients underwent tavr with a sapien 3 ultra valve. Of these, 10 patients were deemed to be treated optimally by direct surgical exposure of the left or right axillary artery via a surgically adapted prosthetic conduit. All procedures were performed under general anesthesia. This complaint is for one patient who experienced an ischemic infarction during the procedure and had subsequent hemiplegia of the left-hand stroke. The patient presented with severe calcification of the left subclavian ostium, calcification of the aortic arch, and plaque of both carotid arteries. A post-interventional CT showed ischemic infarction in the territory of the anterior cerebral artery and in the left posterior cerebellar artery with subsequent hemiplegia of the left hand. The patient expired post procedure 24 hours due to severe respiratory insufficiency based on severe pneumonia.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report number. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2023-10079.